Manufacturer narrative:
Retainer = black. The customer alleged the unit had no delivery alarm and cosmetic damage located at the battery compartment on the event date of 30-nov-2021. Device passed displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, and self-test. Successfully download history files and traces using thus. No unexpected no delivery alarms were noted during testing, however, a no delivery during bolus delivery on 11/30/2021 at 18:01:00.000 was present in the history/trace file. Tested with a test p-cap locked in place properly. Device was cut open with no anomalies noted on electronics. The following were noted during visual inspection: cracked keypad overlay pillowing keypad overlay battery tube threads - cracked cracked case (battery tube) cracked case device was not confirmed for unexpected no delivery alarm during testing. Cosmetic damage was confirmed at the battery compartment. Device passed required testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had insulin flow blocked alarm. Customer reported they were unable to troubleshoot at the time of call and alarms did not occur during fill tubing. Customer stated that they went through 4 infusion sets and reservoirs and stated that the insulin pump had issue. There was also a crack in the battery compartment of the insulin pump that went from the battery compartment to the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.